Event description:
The customer reported there was a loud bang from the device and the ac mains light went off. The report indicates that the device was not being used at the time.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.